Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a low while receiving emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 393 mg/dl at the time of admission. The customer was given dextrose and food to treat the low. The customer experienced the highs from the previous day. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.